Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, 7mm x 3mm target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for pre-dilatation. However, during introduction, the device failed to pass through a 6fr sheath. The sheath and the 0.035 260cm zipwire guidewire were replaced but the device was difficult to track over the guidewire. During the first inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient status was stable.